Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 1/4 of pt's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected transfer set from the patient line of the homechoice set during a drain cycle of their apd therapy. When hp returned, the cycler was alarming. In an endeavor to clear the alarm, hp reconnected transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete hp's apd therapy. Per rn, no pt injury or medical intevention was associated with this incident.